Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia (oaz). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (the broken internal metal part had been sticking out from the inside of bending section rubber) could not be conclusively determined. However, based upon the information from oaz and similar past cases, omsc surmised that this phenomenon was attributed to the excessive force being applied to the bending section due to the user handling. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the bending section approximately 2.5 cm from the distal end of the subject device was leaked. (B)(4) found that the bending section rubber of the subject device had been torn and the broken internal metal part (joints) had been lifting and sticking out from the inside of bending section during the incoming inspection for repair of the subject device at (B)(4). There was no report of patient injury associated with this event.